Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was passed out and taken to the hospital. His blood glucose was 400 mg/dl. The hospitalization occurred on (B)(6) 2016. The customer was already sick due to other health issues. The customer was not wearing the insulin pump at the time of incident; he had been off of the device for less than 48 hours. The patient was treated with IV drip. The customer also mentioned that he had a blood glucose of 26 mg/dl recently due to the insulin pump over-delivering his basal rate. The patient had treated with food. During troubleshooting no anomalies were noted with the insulin pump. The basal rates were programmed accurately. The reservoir displayed the same amount of insulin as shown on the status screen. The insulin pump was not returned for analysis.